Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. Beginning in the last 4-6 weeks the patient is getting an intermittent/occasional burning sensation or warmth below where their battery sits in the pocket. The patient feels like their skin above the battery is warm to the touch when this occurs. The patient does not have zingers associated with the effect and palpation does not affect the warmth. The patient noted not having any fevers. It takes 2-2.5 hours to charge the ins and the patient charges every other day. The rep ran impedances which looked normal. The patient reported having no change in their therapy and they are using the same group. The rep would follow up with their healthcare provider (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2018. The patient indicated that their weight at the time of the event was unknown. The cause of the burning at the ins site was not determined. It only happens once in a while and right now it has not happened in weeks. The patient clarified that they charge their ins every other day so that it does not go dead on them. No actions were needed to resolve their issues. If they have any more problems they will call their manufacture representative (rep). No further complications were reported/are anticipated.